Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting end-of-life indicator, tripped by a 40 second charge time. The battery voltage was 2.65 volts. A guidant technical services (ts) consultant discussed the extended charge time product update and recommended that the device be scheduled for replacement. Additional information was received that this ICD was explanted and successfully replaced. No adverse patient symptoms were reported.